Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the left femoral artery in an 86-year-old male patient presenting with acute myocardial infarction (ami) and cardiogenic shock (cgs). The patient was post¿cardiac arrest and received cardiopulmonary resuscitation (CPR) prior to impella device insertion. The patient was documented to be in society for cardiovascular angiography and interventions (scai) stage e shock. The purge solution was documented as 5% dextrose in water with sodium bicarbonate. While in the cardiac catheterization laboratory, oozing was noted at the left femoral access site. Partial thromboplastin time (ptt) was drawn and noted to be greater than 300. Hemostasis was attempted using two perclose devices, manual pressure, and placement of a femoral compression device (femstop). Despite these measures, the patient required blood product administration, including one unit of fresh frozen plasma, one unit of packed red blood cells, and one unit of platelets. At the time of this report, the impella cp device remains in place, operating at p-4 with flows of approximately 2.4 liters per minute, functioning as intended. Outcome at explant: patient survived. This event is assessed as a serious injury, coded as major bleeding requiring medication, based on the need for blood product administration (fresh frozen plasma, packed red blood cells, and platelets) to manage access site bleeding. There was no device malfunction identified. The impella cp device was functioning as intended during the event, and the bleeding is a known risk associated with large-bore arterial access and anticoagulation in critically ill patients.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the access site adverse event was not determined due to insufficient clinical details.